Event description:
Reportedly, the ICD involved in this MDR report was implanted on a pt for ischemic cardiopathy (no medications). Some ventricular undersensing was observed during the induction of ventricular fibrillation. The lead was repositioned and tested with the psa, after reconnection to the ICD, ventricular sensitivity was decreased from 1.2mv to 0.8mv; however, still some ventricular undersensing were observed during testing. The physician decided to change the device which was returned for analysis.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the us. Device f/u files were analyzed.